Manufacturer narrative:
(B)(4).

Event description:
The consumer via the manufacturer's representative (rep) reported the patient programmer displayed a doctor symbol and oor (out of regulation) message. The patient was able to turn on the spinal cord stimulator with his recharger fine. This issue started a couple of days prior to the report. The patient had an appointment with the healthcare provider (hcp) on (B)(6) 2015 and was going to have a rep there to check out the system. Later, the rep reported the patient had 4 electrodes out of range. When referenced to electrode 0, the impedances for electrodes 3-6 were greater than 10000 ohms. The other impedance values ranged between 535 and 1294 ohms. Reprogramming was completed using the 8-15 lead and the patient was receiving great coverage of his painful area. The rep had no further information on this patient as the patient was doing well. No surgical intervention occurred or was planned. Relevant medical history included spinal pain and intercostal neuralgia.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). It was reported that the ins was replaced on (B)(6)2019. No further complications are anticipated.

Manufacturer narrative:
Medical products: product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. Product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient on 2019-aug-15. The patient indicated that their device was replaced due to broken leads, update and there will be no device return for analysis. No further complications were reported/are anticipated.